Manufacturer narrative:
(B)(4). Batch # n54j7a. The analysis results found that the ntlc75 instrument was received in good visual condition and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and fully fired. In addition both gripping surfaces broken off making the reload nonfunctional. It could not be determined if the reported incident was the result of a premature lockout, or the result of an interrupted firing stroke. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a semi-open urological unknown procedure, it was difficult to remove the cartridge from the device at the first firing, and could not be detached. The cartridge color was blue. The nurse is used to using the device. The device was used on the colon. There were no adverse consequences to the patient. Another device was used to complete the case.